Manufacturer narrative:
B5: upon follow up it was reported the patient did not experience peritonitis, however, the patient experienced cloudy fluid. Treatment was not provided, and the patient was recovered from the event. The patient was not reported to experience other symptoms indicative of an infectious event. Therefore this case will be assessed as non-serious injury. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.